Manufacturer narrative:
The device involved in the reported incident has not been returned to the manufacturer for evaluation as of the report date. A follow-up report will be submitted if the product is received. No conclusion can be reached at this time. The product user guide instructs the user to check infusion site often for proper cannula placement. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release.

Event description:
Customer called in pod and stated that when she put her pod on her blood glucose readings continued to rise over the couple of hours. She stated there was no reason for her bg's to be high. She changed the pod and noted that the cannula was kinked. The caller stated that she would return the device involved for evaluation.